Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 400 mg/dl. They had changed the site and treated with a manual injection. The customer also reported that they had a high blood glucose of 700 mg/dl to 800 mg/dl on (B)(6)2017. They had diabetic ketoacidosis. They treated with 25 units of insulin and a manual injection. They did not have any medical assistance from the emergency response team. They declined troubleshooting the insulin pump. The device will not be returned for analysis.